Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. On an unspecified date, the patient was hospitalized for the peritonitis and started treatment with unspecified anti-inflammatory drugs (further details not reported). At the time of this report, the patient was not yet recovered. On an unreported date, pd therapies were discontinued. No additional information is available.